Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that the patient's ins depleted prematurely. There was no known cause of the depletion, but there was slightly high levels of stimulation in use. The ins was replaced before it reached end of service (eos). The issue is reportedly resolved. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the ins (serial no. (B)(4)) found no significant anomaly. If information is provided in the future, a supplemental report will be issued.